Event description:
Reporter alleged obtaining the results of 466 mg/dl and 107 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining the results of 466 mg/dl and 107 mg/dl back reporter alleged obtaining the results of 466 mg/dl and 107 mg/dl back to back within 10 minutes on the aviva system. No actions were reported to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Made for the return of the affected product.